Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an internal neurostimulator (ins) for spinal pain. It was reported that the patient stated that they had a bigger ins that was low in their abdomen. It was reported that for maybe a month or two (2017), they were having to urinate often. It was reported that they hoped it was not pressing on their bladder. It was reported that the patient did drink a lot of water too. They also reported that the patient could not sit or stand long and that they used the device for their feet too. It was reported that they have been seen by many doctors and had x-rays. It was reported that their pain condition was from all of the scar tissue from unrelated surgeries on their back 14 years ago (prior to implant), which have gotten into their nerve endings. It was reported that they were told nothing could be done about that. No further complications were reported/anticipated.

Event description:
Additional information received from the patient indicated that their device was placed in their lower abdomen because it was not helping much when they were up and around. They stated that it doesn¿t help much with their pain issues. The patient noted that they have a problem with not being able to sit or stand long due to chronic pain. Their weight was (B)(6) pounds. No further complications were reported.